Event description:
It was reported that the patient passed away on (B)(6) 2022. Due to hospital policy, no further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's outcome, as well as a direct correlation to the device, could not be conclusively determined through this evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use lists all adverse events that may be associated with the use of heartmate ii lvas, including death. The relevant sections of the device history records for vad-(B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists adverse events that may be associated with the use of heartmate ii lvas, including death. No further information was provided. The manufacturer is closing the file on this event.